Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and based on the results of the investigation, the customer's reportable malfunction was not confirmed. Hence, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a black screen occasionally or displayed a dark image. The issue occurred during preparation for use before the procedure. The procedure was finished using a replacement camera head without any delay. The patient was not under anesthesia. There were no reports of patient harm.